Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/05/2025, the patient reported running out of insulin overnight, had disconnected from the ilet, and did not want to change supplies. The patient's blood glucose (bg) was 304 mg/dl at the time of call. He asked about taking multiple daily injection (mdi); agent advised consulting hcp and waiting 2¿3 hours before reconnecting if doing so. Patient had been off pump for a few hours and planned to go to the pharmacy for insulin. Reconnecting to the pump corrected the patient's bg and back up therapy. Thirst was the reported symptom experienced by the patient during event. No medical intervention required.